Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 the health care provider and representative provided further clarity to the event. The report of skin ampula meant that the patient experienced an inflammatory process in the skin. Regarding twice without reaching the pump outlet through the skin meant that the patient received successful refills but the physician struggled to find the reservoir access because the pump moved from its original position. This pump migration had occurred twice. The physician did not explains why the first time this happened. However, the second time she was sure of having fixated the pump to the fascia, but it moved again. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8711, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 10-14-2015 information was received from a health care professional via the representative who confirmed that the implant date was indeed (B)(6)-2015 and the same catheter, an 8711, was present for the patient's ongoing issues and surgeries as described below. The patient reportedly experienced both scenarios of the pump protruding underneath the skin but the skin surface never opened and also that the pump had then eroded through the patient's skin. Regarding the externalization the representative further noted that the patient had two occasions with dermatology and management improvement. In addition, the patient had a gradual presence of migration of lateral abdomen straight midline of the abdomen and twice without reaching the pump outlet through the skin. Only migration and thinning of the skin with improvement severely on those occasions and lastly the pump outsourcing through skin removal thereof. Further specific details were then provided. On (B)(6)-2014, the patient came to the pain clinic and had a blister and was sent to dermatology that same day. On (B)(6)-2014, dermatology prescriped prendisona as the patient was diagnosed with an inflammatory process in the skin. The patient was given gabapentin, colloid bathroom and mupirocin every 12 hours with improved skin. In (B)(6) of 2014, the patient's pump had migrated to the midline of the abdomen with rash and blisters on the skin and thinning of the skin at the site of the pump, with fluid collection of serous fluid (negative results of bacteria and viruses) with the inflammatory process of the skin. The approach was mupirocin and prendisona with subsequent improvement to the same treatment and drainage without any problems. On (B)(6)-2015, the pump migration this time more marked again with thinning of the skin blisters, erythema, edema and antibiotic treatment began. On (B)(6)-2015, it was decided to deepen the pocket and remove the damage skin, reposition the pump again and close. On (B)(6)-2015, the patient's skin had erythema and the patient had a scaly skin treatment of pimecrolimus cream, mupirocin, minocliclina and almond oil with improved skin. On (B)(6)-2015, it was reported that the patient had presented for a 15 pre-medical consultation pain, erythema, weight loss, edema, necrotic skin changes, skin ampula in pump pocket site with antibiotic prophylaxis days were present. On (B)(6)-2015 externalization of the intrathecal pump through the skin and removal in surgery occurred. As of (B)(6)-2015, pathology studies taken during the surgery did not note bacterial or viral growth. The patient's reported arachnoiditis in a surgery was not related to the with the synchromed ii because it was years before pump implantation. Reportedly, the previous surgeries for the pump's displacement and externalization were not all related to the patient's allergy and rejecting of the device because they believed that the bomb was not stitched on the pocket. However, in fact, the sutured pump was found and there was no rupture of sutures but rather only injured skin around the pump was noted. The gelatinous tissue was removed during surgery and the pocket tissue has fibrous characteristics as was deformed around pocket. The pump had not ever flipped in the pocket. It remained unclear if the patient did require hospitalization. When asked it was reported that at this time the patient was not in the hospital. The skin was better and the morphine was changed to methadone. Additional information was requested to clarify what was meant by twice without reaching the pump outlet through skin and skin ampula. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump noted the pump was used after the expiration date. (See manufacturer report # 3004209178-2015-20644 which solelycaptures the implant date after use by date). Analysis of the returned catheter portion revealed the sc connector had explant damage.

Manufacturer narrative:
Concomitant medical products: product ID: indura_cath, explanted: (B)(6)2015, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving morphine 25 mg/ml at a dose of 4.084 mg via an implantable pump. The lot number and other medications were not obtainable. The patient's medical history included herniated discs, arachnoiditis in a surgery, and history of seroma. The patient had an isomed pump and indura catheter for eleven years. The patient was very stable with the isomed pump. The replacement of the pump to a synchromed ii pump was held on (B)(6) 2014 (approximately two months after the use by date-the use by date implant issue was captured in another manufacturer report). The patient's skin was red and there was pain in the pocket area. The patient's body was rejecting the pump material that felt displacement and externalization of the pump on (B)(6) 2015. An allergic reaction to the material of the synchromed ii pump was noted. The patient had a history that has migrated and has externalized pump three times in 16 months. It had been operated on, there have been new pockets and it would migrate back and externalized. On (B)(6) 2015, the physician retired this synchromed ii pump and the indura catheter section because the patient had fibrosis around the catheter and when removing it broke. When the surrounding tissue was explanted in his pocket, it was reviewed with gelatinous consistency. The pocket was extirpated and the affected area was cleaned. A partial explant occurred and the catheter was closed with sutures and the skin was sutured. The explanted product was to be returned. The issue was reported as resolved that the time of the report. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify implant date and reported details and previous surgeries regarding this event. Should additional information be received a supplemental report will be filed.